Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. Pump received with severely scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and missing reservoir tube o-ring. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir ring is loose and ring cannot secure reservoir. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis